Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 536 mg/dl. Customer had diabetes ketoacidosis and treated with manual injection. It was found that cannula was bent. Customer also experienced blood glucose versus sensor glucose differences. Customer's sensor glucose was 75 and blood glucose was 156 mg/dl. Customer declined troubleshooting.